Manufacturer narrative:
The 2.75x33mm xience sierra stent referenced in b5 is being filed under a separate medwatch report number. B1: updated to product problem. B5: additional information . D9: updated from asku to no. H1: updated to malfunction. H6: 1494 was updated from 1494/incorrect anatomy to 1494/indication for use.

Event description:
It was reported that the procedure was to treat a chronic occlusion in the mid right coronary artery. The 3.50x26mm graftmaster rx failed to cross the lesion. Therefore, the occlusion was treated with balloon angioplasty. There was no adverse patient effect reported and no clinically significant delay reported. Subsequently, after the initial was filed it was noted the patient presented for an atherectomy procedure using a non-abbott device followed by placement of four overlapping xience sierra stents (2.75x33, 2.75x15, 3.0x38 and 3.5x33mm). All were inflated to 18 atmospheres for 20 seconds. An edge dissection was noted and the graftmaster was attempted to treat the dissection; however, failed to cross due to anatomy. The dissection was treated with balloon angioplasty. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic occlusion in the mid right coronary artery. The 3.50x26mm graftmaster rx failed to cross the lesion. Therefore, the occlusion was treated with balloon angioplasty. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.